Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 2 latch was broken. A field service engineer (fse) found that the tower door 2 post was broken due to a collision with a door that opens into the room. The fse replaced the door post and confirmed that the customer had recovered door 2 and inventoried the medications successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the tower door latch was broken. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.